Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
**Update** 10/20/2011 - (recd by cq ((B)(4) 2011) amended complaint indicated the patient's counsel incorrectly reported asr devices; however, the patient has pinnacle devices implanted. The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. **update** 11/26/2012 - medical records received. Part/lot information was provided. The doi for the right and left side were also provided. There is no new information that would affect the investigation. Records are available on disc if needed for further review. Doi: (B)(6) 2007 (right hip). Doi: (B)(6) 2008 (left hip). The devices associated with this report were not returned. A search of the complaint database found no additional reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify a root cause corrective action was not established. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
.

Event description:
Update - (B)(4) 2012 - medical records received. Part/lot information was provided. The doi for the right and left side were also provided. There is no new information that would affect the investigation. Records are available on disc if needed for further review.

Manufacturer narrative:
The investigation has been reopened due to receiving part and lot number. Depuy will notify the FDA when the investigation is complete.

Manufacturer narrative:
(B)(4).

Event description:
Patient identifier was updated.

Manufacturer narrative:
Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation papers allege patient suffers from discomfort and pain in her hips, back and knees, as well as sciatic nerve pain, and her hip also pops out of the sockets.